Event description:
The accounts maintenance stated the beds hi/low function moved down unintentionally.

Manufacturer narrative:
The accounts maintenance found the right head siderail cable was shorted. Cause unk. He replaced the cable to repair the bed.